Event description:
Report #2 of 2 for this event. As reported by a legal brief a patient underwent a right knee revision procedure seven (7) years, ten (10) months after initial bilateral arthroplasties. Approximately two (2) years later, the patient underwent a second revision procedure. The reason for the second revision procedure is unknown. Additionally, it is reported via legal documentation the patient continues to experience daily pain, discomfort, gait impairment, poor balance, difficulty walking, component part loosening; soft tissue damage, bone loss and other injuries presently undiagnosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. No additional information is available.